Manufacturer narrative:
Other text: b5: additional information received via email on (B)(6) 2021 and attached to complaint: event information updated in complaint. Issue happened during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Found not faults with the pump. Pump passed all tests. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported issue. To further investigate the reported issue, a functional test was performed. No fault was found with the pump; unable to determine root cause of the reported issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a non disposable alarm after new seal. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.